Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of leaflets 1 and 2. Leaflet 3 exhibits minimal to moderate calcification in the cusp area and at its free margin. Host tissue overgrowth is heavy at leaflets 1 and 3 outflow aspect; it encroached onto the tissue orifice at the greatest point by approximately 8-9mm. Host tissue encroached onto leaflet 2 at the outflow aspect by 2mm and fused the free margin of leaflet 2 to its adjacent leaflets by 2-3mm at opposite commissures 2 and 3. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by 2mm. Moreover, host tissue is heavy at the stent outflow which also fused host anatomy to the valve. Thrombus like deposits are detected at cusp 3 outflow aspect. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates extensive calcification and host tissue overgrowth as the primary contributors to the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards' mitral bioprosthesis was explanted after an implant duration of 82 months due to severe aortic stenosis, and replaced with another edwards pericardial valve. Operative report indicates the mitral gradient is over a mean of 18. Also noted that the mitral valve was heavily calcified and adherent to the annulus. Patient also underwent aortic valve replacement during the same surgery, reference medwatch report under serial number (B)(4).